Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) determined that the power distribution unit (pdu) in the m-cabinet was switched off remotely. The customer manually turned on the host pc, and the system booted up normally. A philips field service engineer (fse) inspected the system and couldn¿t reproduce the issues. However, as a proactive measure, fse replaced mpd (main power distribution) control unit. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation's outcome.

Event description:
It was reported to philips that the system was unable to boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.